Event description:
It was reported that this patient had a red call doctor icon on the remote home monitor, and the health care professional determined that there was a red alert for the right ventricular (rv) lead for shock impedance high out of range. Technical services discussed that this was a single coil lead, and has been in the 110-115 ohm range. Plan was to bring the patient into the clinic to evaluate the lead at the patient's earliest convenience. The lead remains in-service. No adverse patient effects were reported.